Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous, 90% stenosed, right coronary artery (rca). The 2.5x12 mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, the balloon ruptured on the first inflation at 8 atmospheres for 5 seconds. A new 2.5 mm trek bdc was used to complete the procedure. Prior to use, the device was soaked in saline and the device was prepped (air aspiration) outside the anatomy prior to use. There was no resistance during advancement or removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.